Manufacturer narrative:
Patient identification unknown/ not provided. (B)(4). Patient weight unknown/ not provided.

Event description:
It was reported that the abutment screw (unisg) fractured after one and half year of placement. It was also reported that they were able to remove both the fractured parts of the screw from the implant. Tooth location 22.

Manufacturer narrative:
One gold-tite® square uniscrew was returned for inspection. The screw was fractured at the top of the threaded regions. The drive features are worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were two related complaints found for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® square uniscrews, it is recommended to torque between 32-35 ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.